Manufacturer narrative:
Concomitant medical products: product ID: dtmb2qq crt-d, implanted: (B)(6) 2018; product ID: 6935m lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that left ventricular (lv) lead suspected loss of capture and possible high pacing threshold was observed. At this time, the patient is unable to be reviewed in clinic and the lv lead remains in use. No patient complications have been reported as a result of this event.